Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it logging patient circuit disconnect alarms in its system logs was confirmed, however, during subsequent testing of the device the reported issue could not be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer emailed ventec and advised that the device required service due to "continuous alarming". No further details were provided. Upon evaluation of the device ventec observed that it had logged patient circuit disconnect alarms in its system logs. There were no reports of patient use associated with the reported issue.